Event description:
It was reported that during/before an unknown procedure, negative pressure pump malfunctioned. The device will be returned for evaluation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned for service. Based upon the inquiry information received and visual examination, the vacuum pump was replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections.